Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that a patient presented to the emergency room with fever and dyspnea. Blood tests performed revealed that the patient's pacemaker had become infected, leading to sepsis. The pacemaker was explanted on (B)(6) 2022. The patient was stable throughout the intervention and no additional patient consequences were reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that a patient presented to the emergency room with fever and dyspnea. Blood tests performed revealed that the patient's pacemaker had become infected, leading to sepsis. The pacemaker was explanted on (B)(6) 2022. The patient was stable throughout the intervention and no additional patient consequences were reported.